Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented pain, as the reservoir migrated from the space of retzius to the pelvis. The reservoir that was originally placed on the left, was removed and replaced. The new reservoir was placed on the right, and the previous cylinders and pump remained implanted. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (B)(4).